Manufacturer narrative:
The lens was returned dry in a contact lens container. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was torn. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm tmicl12.6 lens, -10.0/+3.0/173 (sphere/cylinder/axis) into the patient's right (od) eye on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and elevated iop. Iop value went from 59mmhg to 12mmhg after explant.